Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm. On (B)(6) 2026, the pediatric patient experienced inaccurate glucose readings on her cgm. The patient was vomiting at the time of the event. A comparison between the cgm and a fingerstick measurement showed a cgm value of 100 mg/dl and a fingerstick value of 200 mg/dl. Due to the discrepancy and the patient¿s symptoms, the patient¿s mother decided to take her to the emergency room. At the hospital, a nurse performed another fingerstick test, which measured 60 mg/dl, while the cgm displayed 142 mg/dl. The patient was treated with IV fluids, and insulin was administered manually. The patient remained hospitalized for more than 24 hours, arriving at the ER on (B)(6) 2026 at approximately 10:00 am and being discharged on (B)(6) 2026 at around 1:00 pm. Upon discharge, the physicians advised the patient to continue insulin therapy and regularly monitor her blood glucose levels. No additional details were provided. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the b zone of the parkes error grid when the patient was vomiting. The reported glucose values fall within the c zone of the parkes error grid performed by a nurse. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.